Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5054 implantable pacing lead (B)(6) 2005.(B)(4).

Event description:
It was reported the patient was being seen in the clinic for a lead warning. It was noted there was atrial oversensing, raised capture thresholds and varying impedances on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient was being seen in the clinic for a lead warning. It was noted there was atrial oversensing, raised capture thresholds and varying impedances on the atrial lead. The lead was capped. No patient complications have been reported as a result of this event.